Event description:
It was reported that a patient underwent an unknown prolapse procedure on an unknown date and the mesh was implanted. It was reported that the mesh was used to fix the prolapse. It was reported that the patient is in constant pain. It was reported that the patient can't sit and or drive. It was also reported that the patient is addicted to pain medication.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).